Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not state if the event occured on a patient or not and has not responded to attempts for additional information. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit is inoperable and has a high peak pressure alarm. There is no information if this event occurred on a patient or not.